Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, and crack from reservoir tube lip to display window corner. The device passed the self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cracks from the top of reservoir compartment to the liquid crystal display. Troubleshooting was done. Customer's blood glucose was 273 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.